Event description:
It was reported that the patient presented remotely via merlin.net. Reviewing the transmission revealed that both the right ventricular and right atrial leads exhibited noise. The patient was brought to the clinic and noise was noted during device interrogation; fracture was suspected on both the leads. The leads were capped and replaced. The patient¿s condition was stable prior, during and post procedure.